Event description:
It was reported that the sys made an arcing noise and would not produce x-rays during a product demonstration. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and determined the x-ray tube was damaged, but no conclusion can be drawn as further info is not available. This event was evaluated as not reportable and is being submitted based on consent decree commitments.